Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles and gaps were observed in the infusion tubing. Blood glucose level was 190 mg/dl. Reportedly, the customer replaced the infusion tubing and resumed insulin therapy.